Event description:
Additional information received reported that the patient did not have meningitis. The patient experienced redness, swelling, and wound dehiscence. The entire system was explanted and the infection resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection and had her entire system removed in 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: 2011; extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: 2011; lead: model 3389s-40, lot# v632892, implanted: (B)(6) 2011, explanted: 2011; lead: model 3389s-40, lot# v632892, implanted: (B)(6) 2011, explanted: 2011; programmer: model 37742, serial# (B)(4).